Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a signal artifact monitoring (sam) episode. Technical services (ts) reviewed the episode and discussed it looks like there was noise from electromagnetic interference (emi). The minute ventilation (mv) sensor was turned back on. The ICD remains in service. No adverse patient effects were reported.